Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted six years ago with high impedances within normal limits. The patient had two successful shocks at that time with 80 j reverse polarity, and 4 unsuccessful shocks. The health care professional (hcp) requested information and guidance about the state of the system until date. The technical services (ts) indicated that the induction at implant needs to be considered unsuccessful as it need to keep 15 j as safety margin and recommended an x ray revision to follow since this patient may have an elevated risk of ineffective conversion if an ambulatory shock is required. This s-ICD remains in service. No adverse patient effects were reported.